Manufacturer narrative:
(B)(4). Additional information: the homechoice device was returned to baxter healthcare for evaluation. A service history review was performed and revealed that the replacement of piston foam during previous servicing may be related to the reported problem. An external/internal inspection was performed with no issues noted. A temperature verification test was performed and passed. A priming sequence test was performed and no errors occurred. The pneumatic system integrity was tested and all tanks were correct and stable. The device was tested and passed the return instrument test/evaluation (rite) electrical testing. However, the device failed rite functional testing. The fluid volumetric accuracy test was performed and failed with the original piston foam. However, when a test article, piston foam, was installed, the device passed the accuracy confirmation testing. The original piston foam was removed and inspection revealed that the piston foam was deteriorated. The evaluation concluded that the cause of the failed fluid volume accuracy testing was the deteriorated piston foam which was to be scrapped. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed fluid volume accuracy testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.